Manufacturer narrative:
In response to FDA report number mw5083527. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported "saline texture implants that started leaking and had capsular contracture baker grade IV." Device has been explanted.